Event description:
2003, first report: a pt developed signs and symptoms of chemical colitis after undergoing an endoscopy procedure. Hospitalization was required. 3 months later, new info received: second tech service person visited the facility, examined the machines and determined there was a problem with the machines that could lead to improper rinsing of the scopes while cleaning off the sterilant residuals.